Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error during rewind. Had the customer to remove the reservoir and try to rewind, but the insulin pump alarmed again and was stuck on the rewind loop. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.